Event description:
The user facility reported a 59-year-old male with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that on day seven of support, the patient developed a hematoma at the access site that prompted wound evacuation. The patient was reported as stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: "potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury".

Manufacturer narrative:
The investigation into access site bleeding ¿ major issues has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the access site bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.